Event description:
It was reported that the tip of the screwdriver broke off during a c4-7 anterior cervical discectomy and fusion procedure. The distal tip was retrieved from the patient, but the malfunction occured a second time in the same manner. The surgeon used a different screwdriver to finally complete the procedure with relatively no delay to surgery time.

Manufacturer narrative:
The incident in this report is associated with the device reported in MFR report # 1526439-2014-10885.

Event description:
It was reported that the tip of the screwdriver broke off during a c4-7 anterior cervical disectomy and fusion procedure. The distal tip was retieved from the patient, but the malfunction occured a second time in the same manner. The surgeon used a different screwdriver to finally complete the procedure with relatively no delay to surgery time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
It was noted that the tip of the drivers had been broken. The device was sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show plastic deformation of the spring tips and torsional shear markings following a circular pattern for each driver. This suggests the drivers both underwent a quasi-static torsional shear failure. No material defects or abnormalities were observed in this analysis. A review of the device history record for the skyline spring clip drivers found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month complaint trend analysis was performed on the skyline spring clip driver tip breaking. The complaint search was done on the product code as there are no like products. There was no harm to the patient however harm may occur if the fault were to recur. Review of complaints found no significant trends. The root cause for the skyline spring clip driver tip breaking cannot be positively determined. However, the fracture analysis report shows plastic deformation of the spring tips and torsional shear markings following a circular pattern for each driver. This suggests the driver underwent a quasi-static torsional shear failure. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.